Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same cartridge for over 3 days with novolog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed. There was no reported adverse impact to the customer¿s blood glucose level.